Event description:
Our affiliate is reporting that during a knee procedure, a portion of the distal tip of the offset femoral aimer broke off into the pt. The fragment was retrieved and the case was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Nothing has yet been received. When mitek gains possession of the complaint device it will be subjected to a failure analysis towards finding a root cause. The conclusions of the eval will be reflected in a follow up report.